Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with low blood glucose. The blood glucose reading was 21 mg/dl. Boluses were noted in the bolus history that the caller said the customer did not deliver. The customer was wearing the insulin pump at the time of the event and was still in the hospital at the time of the report. The caller did not want to troubleshoot. The insulin pump was not replaced or returned for analysis.